Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners. No button response due to corroded keypad traces. Unable to confirm error alarms and back light anomaly due to the keypad anomaly.

Event description:
Customer reported the button on the insulin pump buttons stopped working and alarmed unexpected restart. Customer's blood glucose level was 88 mg/dl. Troubleshooting was performed. Customer stated she wears device in her bra and device has little cracks at the top of the lcd screen that go to the top on both sides. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.